Event description:
It was reported that there was a lead migration somewhere between the trial day on (B)(6) 2013 and the patient¿s follow-up visit on (B)(6) 2013. It was noted that the patient had coverage on (B)(6) 2013 but lost coverage on (B)(6) 2013. On (B)(6) 2013, an x-ray showed lead migration from t8-9 to t11-12. X-rays from (B)(6) 2013 showed placement at t8-9 and x-rays on (B)(6) 2013 showed placement at t12-l1. It was noted that the lead was explanted on (B)(6) 2013 and the patient resolved without sequelae. Etiology was related to device or therapy, but not related to the procedure. It was further reported that another trial would be required. It was noted that the patient had coverage on (B)(6) 2013 but was unaware when the loss of coverage occurred. The patient did not complain of rib stimulation or pain or jolting from the loss of coverage.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# ua0a00w. Product type: lead product ID neu_unknown_lead, lot# ua0bb5k. Product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the adverse event was uncomfortable paresthesia and a loss of coverage. The patient had coverage on (B)(6) 2013 but the patient was unaware of exact timing the loss of coverage occurred. The patient did not complain of rib stimulation or pain or jolting from the loss of coverage. There was lead migration which resulted in a loss of coverage.

Manufacturer narrative:
Information was previously reported in reg report 3007566237-2016-03162. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was uncomfortable paresthesia. The outcome was resolved without sequelae. The etiology was noted as related to the device or therapy and not related to the procedure. The etiology was noted as due to programming. The site indicated that the event was related to the programming/stimulation. Later it was reported that x-rays showed that there was lead migration. The lead migration resulted in a loss of coverage. Interventions included explanting the lead. It was noted that the patient would require another trial. The etiology was reported as related to the leads.